Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting oversensing. Upon inspection of the pocket, the physician noted broken insulation behind the is-1 connector. The rate sense portion was removed from service and a new rate sense lead was connected to the ICD after which the system was functioning without further issue.